Manufacturer narrative:
H10: the field service engineer asked the user to perform a device restart to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit hangs. The customer confirmed that the device was not connected to a patient when this event happened.